Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint was confirmed during the evaluation as further investigation found the power supply to be faulty as the unit worked with a known good power supply installed. An investigation into the manufacturing paperwork associated with this serial number has been carried out. This confirmed that the power supply installed in this device was manufactured before a new updated power supply was implemented as a result of the issues with blown fuses. Following the complaint assessment, the device was sent to the service center to determine the full repair status/fate of the device. No further actions are required at this stage and all product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.

Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.

Event description:
It was reported that when the unit was plugged in to the ac main power it generated a spark on the socket and the device did not turn on anymore even changing the socket.